Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not working properly. Two weeks after the visit, the patient underwent a revision procedure of his device. During the inspection, it was identified that there was a saline leak in the system, caused by a hole in the right cylinder. The physician decided to explant and replace the cylinder. The patient improved after the procedure and remains stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual analysis identified a leak in cylinder 1, attributed to wear at fold in the proximal cylinder body. Based on this observation, the reported allegation of fluid leak and mechanical issue were confirmed. Although a leak was also found in cylinder 2, the damage is consistent with explant damage; therefore, the leak in cylinder 2 is considered a secondary failure. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis visual examination of the device identified that cylinder 1 had a leak attributed to wear at fold in proximal cylinder body; hole in the outer tube and broken fabric treads in read tip bond was present. The kink resistant tubing (krt) of cylinder 1 was fatigue and worn to filament; exposed sutures were present. Cylinder 2 has a leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders had wear at fold in cylinder body. The device was not functionally tested due to the leaks observed in visual examination. Labeling review there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not working properly. Two weeks after the visit, the patient underwent a revision procedure of his device. During the inspection, it was identified that there was a saline leak in the system, caused by a hole in the right cylinder. The physician decided to explant and replace the cylinder. The patient improved after the procedure and remains stable.